Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 3.9, 3.7; lab: 2.4. Pt had consistently tested at lab with results consistently around 1.9. Pt now being tested twice/week with inratio meter with results in the mid 3's.

Manufacturer narrative:
Investigation pending.